Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the balloon, inflation lumen and hub, and on the entire length of the stent delivery system (sds), consistent with the sds being advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure when it was observed that fluid was coming out of a tear in the balloon 2.5 mm proximal to the proximal balloon marker, for a length of .5 mm. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement and the noted tear in the balloon as there was no leak or damage noted during preparation and the inspection prior to use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. In this case, the reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during advancement of the mini vision device to the target lesion located in the distal right coronary artery (rca), resistance was felt with the vessel and the stent became dislodged in the mid rca. A 3.0 x 23 mm promus was then advanced to compress the dislodged stent into the vessel wall which was just proximal to the target lesion. The patient was fine. No additional event or patient information was provided.